Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings around 303¿339 mg/dl after changing infusion supplies and eating, then announced an additional meal to trigger more insulin, the user was counseled not to use meal announcements for correction, performed a fill tubing with visible drops, and completed a site change with resumed insulin delivery, and later returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to user interface and improper method, specifically using meal announcements as a correction strategy rather than following instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.